Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00254: neck, 3025141-2016-00255: stem.

Event description:
After implanting arh slide-loc radial head implants, the head/neck assembly partially disassociated from the stem. Explant surgery is scheduled.

Manufacturer narrative:
The head and neck implants were attached with the morse taper engaged when the returned product was returned. The laser lines between the two were aligned. The parts were then separated to perform the physical examination. The implant head was examined visually. There was some minor damage/markings on the head. No root cause of the damage can be identified. However, the complainant did note that the patient fell immediately before the partial disassociation was discovered. Additional mdrs associated with this event: 3025141-2016-00254 follow up 1: neck, 3025141-2016-00255 follow up 1: stem.

Event description:
After implanting arh slide-loc radial head implants, the patient fell. When x-rays were taken following the fall, it was determined that the head/neck assembly was partially disassociated from the stem. The parts were explanted.